Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis was manifested by cloudy effluent and the patient was treated with unspecified antibiotics for the event. It was unknown if the patient required hospitalization. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced sterile peritonitis, manifested by cloudy effluent and peritoneal effluent eosinophil count. The treatment for the reported event included vancomycin (15mg, orally, once in 5 days) and levofloxacin (orally, but dose and frequency not reported). The patient was reported to have recovered from the peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.